Event description:
It was reported that, patient had original surgery on (B)(6) 2011. On (B)(6) 2012, he needed to have that revised so surgeon put in a temporary spacer. He saw his doctor last thursday and claims that the surgeon did not tell him of this recall. He has now received a letter and is calling with questions. He stated that he is still very confused and will speak to his attorney first. Patient's revision surgery is scheduled on 08/22/2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.